Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient experienced a syncopal episode in which she fell and broke her ankle. The patient had exhibited noise, dizziness, pacing inhibition and oversensing of electro magnetic interference. At one point, a nurse found there to be no pulse. The patient was admitted to the intensive care unit and ordered to have complete bed rest for now and will be reevaluated in the coming days.